Event description:
It was reported that the device had a power on reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram por (power on reset) with (B)(4) conflict, (B)(4), on (B)(4) 2011 22:08:48. 1 - patient alert for device circuit error on (B)(6) 2011 22:08:48.